Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the bearing was damaged on the attachment device. During the pre-repair diagnostics assessment, it was observed that the bearings had damaged components. It was further determined that the ball bearings had fallen apart, and the balls and cage were missing. It was further determined that the extension sleeve was damaged. It was further determined during the pre-repair diagnostics that the device failed for cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.